Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that pump was rebooting at random. The reporter noted that the cap was not secured on to the pump but could not confirm if the cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: unexplained pump reboot events were observed in the black box. The battery compartment was cracked from the threads to the case seal. A new test battery cap was used as the original battery cap was not returned with the pump. The test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated using the new test battery cap. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint was confirmed in the black box, but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.